Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received button error as well as insulin pump was not working. Customer¿s blood glucose was 108 mg/dl. Customer stated that she went into the hospital due to a heart attack. Customer stated that before going into the hospital the insulin pump freeze 4 times. Customer stated that the insulin pump turned off. Troubleshooting was performed for button error. Customer was advised to the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08720 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device powered up properly after the test battery was installed. Device was monitored for 1 day. No blank display, frozen screen anomaly or a21 alarm noted during testing. The time clock advanced properly during testing. Device had intermittent button response on the express bolus, esc, act and up arrow buttons due to corroded keypad traces. No button error alarm noted. Device had minor scratched display window, a small crack on the display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.